Event description:
Thirty mins into the pump run on the heart lung machine a large blood leak was noted below the main pump head. Notified dr and found that the tubing on the outlet side of the pump had become loose (should be solvent bonded). Approx 300 ml of blood was lost on the floor. The pt did not have any deliterious effects.